Event description:
It was reported that the patient presented to the ER with episodes of dizziness. Initial interrogation showed 29 inappropriate shocks caused by oversensing of noise. During interrogation periods of oversensing and ventricular asystole were also noted. The rv lead was explanted due to a suspected fracture. No further patient complications were reported as a result of this event.